Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 4 of 4: reference MFR report: 3008829311-2017-00934, reference MFR report: 3008829311-2017-00935, reference MFR report: 3008829311-2017-00936. It was reported that the patient experienced tremor like episodes while using their drg system. Troubleshooting was unable to provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their drg system explanted.